Event description:
It was reported that the display on the unit flickers. Further, the main light on the unit goes out.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.